Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported by the "affilliate", after ten months, certas inline valve w/siphonguard could not be "reporgrammed" and was revised. It was found broken in the patient's head.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 1. The valve was visually inspected; the valve was received broken the proximal connector pulled away from the valve, needle base slightly raised, cut/tear in the underside of the needle chamber, as well as biological debris. The valve was tested for programming and passed. The valve was reflux tested and passed. The siphon guard was dismantled and tested and passed. It was not possible to do any other testing due to the damage of the silicone housing. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Based on the results of the investigation, the reported issue is confirmed. The root cause for the damage silicone house is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU (instructions for use, silicone has a low cut/tear resistance. The root cause for the needle guard base, was probably due to user error, as noted in the IFU: do not fold or bend the valve during insertion. Folding or bending might cause the rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.